Event description:
After wearing kendall medi-trace adhesive ECG electrodes for approximately 7 days, I developed a localized skin reaction at the electrode sites. The reaction included redness, severe itching, blistering, and burning. The affected areas closely matched the shape and placement of the electrode adhesive. The reaction began during wear and continued hours after removal. Treatment included washing the site and topical ointments. I had not experienced the same reaction at the surrounding skin or at sites not exposed to the adhesive.